Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system and contacted support for assistance; the agent guided a full supply change, after which insulin delivery resumed, with the highest reported glucose of 356 mg/dl and elevated levels lasting approximately two hours. Symptoms included high blood glucose without reported ketone testing, backup therapy, or acute complications. Outcomes included no hospitalization, no medical intervention, and no need for third-party assistance. Investigation included troubleshooting and user education through guided supply replacement and confirmation of resumed insulin delivery. Investigation of this case revealed no device malfunction and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.